Event description:
The customer reported receiving no delivery alarms. Troubleshooting was performed. The blood glucose reading was 105mg/dl. The customer stated that she had issues and the health care professional requested the device be replaced. The customer stated that the device alarmed multiple times no delivery, and sometimes the device did not alarm no delivery at all, but it showed the bolus was stopped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.